Event description:
It was reported that during a da vinci-assisted surgical procedure, the clinical sales associate (csa) contacted a technical support engineer (tse) and reported that they had an issue that occurred earlier this week. The csa reported that the customer was having issues with the foot pedal assembly for the laparoscopic instruments. The csa stated that the customer was using the vision side cart (vsc) foot pedals and the laparoscopic instruments for a case and when they were not pressing the pedals, the pedals would activate and a sound would be heard like they were firing energy. The csa stated that it was the monopolar pedals. The procedure was completed with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was found foot pedals unplugged from back of erbe. Plugging foot pedals back in caused m-12-9 "release activation" error while erbe was on. Verified none of the foot pedals were being pressed. Found that blue foot pedal on dual pedal assembly didn't click when pressing down. Opened erbe activation test screen and found that neither the blue nor yellow pedals were being registered from the dual pedal assembly when pressing on them. Replaced dual pedal assembly. Confirmed that pedal presses on activation test screen worked. Erbe electrical safety tests passed. Test drive passed. The system was tested and verified as ready for use.